Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit received with broken reservoir tube lip, missing retainer ring,missing reservoir tube o-ring, scratched case and minor scratched lcd window. J.a 04/22/16. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by the medtronic indicated that the plastic ring on the reservoir compartment was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.